Manufacturer narrative:
The ICD was returned for analysis. First, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD then underwent a status interrogation, and the device memory was analyzed. The analysis showed that the battery voltage dropped temporarily below the eri threshold. This led to the eri detection and, subsequently, to a notification by home monitoring to ensure patient safety. In addition, there was a discrepancy between drawn charge and measured battery voltage. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The current consumption of the electronic module was measured and was as expected. The battery was returned to the manufacturer of the battery for an extensive analysis. First, the production documents of the battery were reviewed, which showed no irregularities. Subsequently, the voltage and the heat tone of the battery were examined. The battery was still sufficiently charged during the measurement of the battery voltage. A performed microcalorimetric measurement, however, showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge. In summary, the ICD had been implanted for 43 months. Based on the analysis, the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis. Based on the analysis, all clinical therapy functions critical for patient safety were available without restrictions during the implantation time.

Event description:
Ous MDR - on (B)(6) 2018 device showed eri. In the preoperative query, battery status mos1 is 89 percent.